Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found as not a software issue and software functioning as designed codes b01, c19, d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 , #:version: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went on site to test the imaging system. The unit was tested using the stealth cart that was used during the reported case. A clinical specialist used a sawbones mannequin to test multiple spinal processes and verified accuracy between the stealth system and the imaging system tracker. The unit has been used since with no issues. System checkout was completed, and the system performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a second instance of alleged inaccuracy with the system. The site believed a misplaced screw appeared low in the pedicle. The screw was approximately 2¿3 mm off target in the inferior direction. The screw was removed and repositioned using a c-imaging system. Of the eight screws placed, seven appeared to be correctly positioned. Medtronic navigation was aborted. It occurred intra operatively and there was less than an hour delay to the case. Patient present at time of event. Additional information was received indicating that an incorrect serial number for the imaging system was originally provided. The correct serial number for this case is c3546.